Event description:
The customer called to report multiple alarms and problems priming on the insulin pump. The customer also reported that she was hospitalized with a blood glucose reading of 327 mg/dl. The customer stated that she is pregnant as well. The customer stated that her basal rates needed to be adjusted. The customer requested a replacement insulin pump due to the alarms and the priming issues. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal idle currents. No off/no power, low battery or weak battery alarms noted. The insulin pump had motor alarm during rewind due to an unscrewed motor gearbox. Unable to complete functional testings, including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests.